Event description:
It was reported that tip damage occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A closure device was deployed, but due to its size the device was fully recaptured. After recapture, damage to the tip of the was was noted. Procedure was completed with another of the same device. No patient complications were reported.